Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review will be performed. The device was returned to the manufacturer for evaluation. The investigation is identified for detachment and retrieval difficulty. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model dr80104 pta balloon dilatation catheter allegedly experienced detachment of device or device component and difficult to remove. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The male patient is (B)(6) years old and weighs (B)(6) kgs.